Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4): catheter kinked, and blood noted in catheter.

Event description:
It was reported the physician attempted to place the catheter when the distal end kinked. A new catheter was used. The catheter was returned to the manufacturer, analyzed, and tested out of specification. No patient complications were reported as a result of this event, and the patient's status was reported as "ok."